Event description:
It was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to operate on ac or dc power. Physio is in the process of repairing the device and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.